Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that whilst the patient was being implanted with a plate, the drill bit broke off into the bone. Surgeon decided to leave the bit fragment in place. The procedure was completed, and patient is recovering.

Manufacturer narrative:
Please note the correction to d4 gtin. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that whilst the patient was being implanted with a plate, the drill bit broke off into the bone. Surgeon decided to leave the bit fragment in place. The procedure was completed, and patient is recovering.